Manufacturer narrative:
Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Event description:
The customer reported a positive blood culture on a white blood collection. The collection grew gram positive cocci in clusters. Patient information is not available at this time. The disposable set will not be returned for investigation, because the customer discarded it. This report is being filed due to positive blood cultures.